Event description:
It was reported that in the pci, it was noted that there were insertion difficulties prior to the field safety alert (fsa). The delay in therapy was listed as minutes. There was no pt death, injuries or complications. Medical and surgical intervention was not required. The pt outcome was listed as fine. They are now using the teflon sheath since the fsa was distributed.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.